Event description:
No further event information is available at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the patient's condition - allergy to cobalt. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: comp rvs cntrl 6.5x25mm st/rst cat# 115395 lot#526570; comp lk scr 3.5hex 4.75x20 st cat#180551 lot#805130; comp lk scr 3.5hex 4.75x25 st cat#180552 lot#461970; comp lk scr 3.5hex 4.75x30 st cat#180553 lot#980730; comp lk scr 3.5hex 4.75x35 st cat#180554 lot#997650; cr prolong 36mm brng std cat#110031418 lot#64510416; mini tray +5mm cocr +6 offset cat# 110031406 lot# 64396710; comp primary stem 9mm mini cat# 113629 lot# 190250; comp rvrs 25mm bsplt ha+adptr cat# 010000589 lot# 049210. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision approximately 5 months post implantation of a right reverse shoulder arthroplasty due to a cobalt allergy. The glenosphere was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.